Manufacturer narrative:
Updated data: b4,e1(telephone),g3,g6,g7,h2,h10,h11corrected data: b5,d10,h6(impact)

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units helium runs out too fast. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The pressure regulator was replaced. The fse performed a calibration and function check. Helium leak test was performed and passed to manufacture specifications. The iabp was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the helium on a cardiosave intra-aortic balloon pump (iabp) runs out too fast. It is unknown under which circumstances this event occurred; however, there was no adverse event reported.